Manufacturer narrative:
The reported event of heat was not duplicated. Upon disassembly for visual inspection, the attachment had widespread corrosion and lack of lubrication. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported during a case the extra long angled saber attachment overheated and the patient was burned between the nose and lip. The burn was a first degree burn, approximately 5mm x 30mm in size, and was treated with aquaphore. No permanent damage is expected. There was no infection and no additional treatment is expected. The procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported during a case the extra long angled saber attachment overheated and the patient was burned between the nose and lip. The burn was a first degree burn, approximately 5mm x 30mm in size, and was treated with aquaphore. No permanent damage is expected. There was no infection and no additional treatment is expected. The procedure was completed successfully.